Event description:
Bestcare lift sling failed at two (2) points during use. The foot end sling connectors (loop strap) snapped from the sling lift sheet while resident was being transferred to a wheelchair. Initial reporter: (B)(6). Became aware of event: (B)(6)2015. Approximate age of device: unknown. Remedial action: refunded. Product is manufactured by bestcare llc. Distributed by (B)(4). Please see FDA report number# mw5040199.